Event description:
Customer reports waking up with blood glucose result of 512 mg/dl (no actions taken based on device results). At hosp, her result was 40 mg/dl, and she was treated with ice cream and a potassium shot and she remained in the hosp for three days (timeframe between results is unk). Customer has not changed the code key (per product labeling, code key must be changed each time a new box of test strips is used). Customer is also using expired test strips (per product labeling, it advises not to use expired product as it is likely to give false results). Requested return of suspect device and replacement was sent.